Event description:
Please be advised that while investigating an event involving one of our products, depuy synthes noted a potential adverse event regarding a non-depuy synthes product. It was reported on (B)(6) 2025 that surgeon implanted an 11mm mtf t-plif spacer. After he implanted it, he began to impact the graft. That¿s when he saw and noticed the graft split between the machine etched seems of graft. Users cut the graft in half and removed pieces of it. Surgery was delayed by 30 minutes to remove the broken implant. Surgeon removed damaged graft and replaced with new graft. Fragments were generated and were removed easily without additional intervention. Procedure was completed successfully. There were no patient status/ outcome / consequences. Extra x rays shots needed to make sure graft pieces were removed. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).